Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a re-intervention on (B)(6) 2018, the subject device was implanted with a new ventricular lead. It was noticed that the ventricular electrogram was flat with ventricular detection in unipolar and less than 5mv in bipolar.

Manufacturer narrative:
Preliminary analysis revealed that the reported event is not confirmed.

Event description:
Reportedly, during a re-intervention on (B)(6) 2018, the subject device was implanted with a new ventricular lead. It was noticed that the ventricular electrogram was flat with ventricular detection in unipolar and less than 5mv in bipolar.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a re-intervention on (B)(6) 2018, the subject device was implanted with a new ventricular lead. It was noticed that the ventricular electrogram was flat with ventricular detection in unipolar and less than 5mv in bipolar.